Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance had incorrect gel quantity.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect gel quantity (higher quantity) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, there were no issues observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect gel quantity with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Event description:
It was reported that bd vacutainer® sst¿ ii advance had incorrect gel quantity.